Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. Per the event description, "physician attempted using the wedge on right side when patient started coughing up a small amount of blood. The amount of hemoptysis increased and the situation escalated. Anesthesia and cv [cardiovascular] surgery called to bedside. Cardiomems procedure was not attempted due to patient complications. Sensor was unopened." And "the physician was unsure of the cause of the hemoptysis. The patient was intubated and a lobectomy was performed due to the hemoptysis but the patient expired. No further information was shared with the abbott rep due to the cardiomems portion of the procedure not being completed."

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
During the cardiomems sensor implant procedure when the non-abbott angiographic balloon catheter was inserted, the patient experienced hemoptysis. Anesthesia and cardiovascular surgery were called to bedside, and a lobectomy was performed. The patient was intubated and then it was reported the patient had expired. The cardiomems implant was not attempted due to patient complications and the cardiomems sensor was not opened. Further information cannot be obtained due to the cardiomems procedure being cancelled per the clinic.